Manufacturer narrative:
Device was used for treatment, not diagnosis. Two lot numbers were reported and received by the manufacturer, u161423 and u248836. It is not known which of these lot numbers was associated with the complaint device. (B)(4). Device is an instrument and is not implanted/explanted. (B)(6). 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The subject device has been received and is currently undergoing investigation. A device history record review was performed for the subject device lots. Manufacturing location: synthes (B)(4). Lot number u248836. Date of manufacture/release to warehouse date: oct 6, 2016. The review showed that one device was scrapped during manufacturing at final incoming inspection. A nonconformance report was generated during production for one part, item number 03.010.404 lot # u248836 for cosmetics; the countersink was noted to be undersized and for debris in cannulation. This nonconforming piece was returned to the supplier for investigation. The conforming pieces were released to the next operation. Relevance to the complaint condition cannot be determined until the product is returned for investigation. Review of device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Lot number u161423. Date of manufacture/release to warehouse date: sep 6, 2012. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event the (B)(6) as follows: it was reported that while preforming a supra patella nailing the surgeon was unable to remove the insertion handle from the nail at the end of the procedural step. Eventually they managed to undo the connecting screw and disconnect the insertion handle safely but it was almost impossible to disconnect and took an additional 20 minutes. There was no adverse incident to the patient but operative time was delayed by 20 minutes due to the reported event. The surgery was successfully completed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product development investigation was completed. For the returned parts, a visual inspection under 5x magnification, dimensional inspection of feature(s) related to this complaint, device history record (DHR) review and drawing review were performed as part of this investigation. Two parts were returned to manufacturer for investigation. Returned part 1 of 2 part# 03.010.404 lot# u161423: no damage that would prevent functionality was observed during visual inspection. The distal major thread diameter measured 7.941mm (micrometers om521) at customer quality (cq) which is within specification of 7.760mm - 7.972mm per drawing. Relevant drawings were reviewed. No product design issues or discrepancies were observed. Returned part 2 of 2 part# 03.010.404 lot# u248836: no damage that would prevent functionality was observed during visual inspection. The distal major thread diameter measured 7.964mm (micrometers om521) at cq which is within specification of 7.760mm - 7.972mm per drawing. Relevant drawings were reviewed. No product design issues or discrepancies were observed. The complaint condition was unable to be replicated at cq as the insertion handle/nail was not returned with the connecting screws. Complaint is unconfirmed, could not be replicated at cq and therefore a root cause could not be determined. Complaint is unconfirmed, could not be replicated at cq and therefore a root cause could not be determined. This complaint was not able to be confirmed at cq. No damage that would prevent functionality was observed on the 2 returned connecting screws.this complaint was not able to be confirmed at cq. No damage that would prevent functionality was observed on the 2 returned connecting screws. This complaint could not be confirmed at customer quality (cq). No damage that would prevent functionality was observed on the 2 returned connecting screws. Complaint is unconfirmed, could not be replicated at cq and therefore a root cause could not be determined. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for (B)(4).